Event description:
It was reported that the procedure was to treat a lesion in the left main artery with moderate tortuosity and mild calcification. The 3.25 x 33 mm xience xpedition stent was implanted; however, after deployment, the physician commented that there was shortening of the length of the stent and longitudinal instability. There were no issues noted during deployment and no adverse patient effects. The patient had a good outcome and no additional device was needed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.